Manufacturer narrative:
No malfunction of power wheelchair suspected. The end user reports operating the power wheelchair with a box of water bottles on the footplate. Additionally, the end user reported that she had previously cut the seat belt to shortened it. The teknique xhd owner's manual warns, "do not carry passenger or cargo", " do not reach over the back of the chair or lean excessively forward or sideways" and "do not modify your power wheelchair in any way".

Event description:
End user alleges while operating the power wheelchair with a box of water bottles positioned on the unit's footplate, she leaned forward to secure the box and inadvertently leaned on the controller causing the power wheelchair to drive into a table and injure her leg.